Event description:
It was reported during the implant procedure that while the lv lead was being attempted for implantation, there was positioning/fixation difficulty. Not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.